Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose level. Customer's blood glucose value was 31 mmol/l at the time of the incident. The customer was treated with insulin pump. Customer started using the mm670g and entered auto mode. Customer did not know how to use the auto mode and did not how to enter the carbs properly. The device will not be returned for analysis.